Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that once with their temporary stimulator and once with the permanent implant it "shocked the crap out of me". Patient(pt) says this first happened in early january when they had the trial scs. Pt says that the permanent implant has also "shocked the crap out of me" but says they talked to reps and were told how to turn stimulation down. Pt says that last night they couldn't communicate with implant to turn it down, so they called "all 4 reps last night and finally a rep called back after 40 minutes and tried to reset the communicator but it wouldn't work so he is sending me out another one". Emailed local reps asking them to call the patient back. Manufacturing rep called in with the patient on the line. Rep states the patient has had the communicator reset multiple times and it keeps coming unpaired. The first time they re-paired it was at the initial post-op. A replacement communicator was sent out.